Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition drawer unable to close was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse reported that the main full height drawer 4 could not open. The fse inspected drawer back and saw broken screws on latch mount assembly. So, the fse powered off device, removed drawer out of cabinet and reinstalled latch sensor mount assembly back to chassis. Later, the fse reconnected drawer and rebooted station, and saw full height drawer controller board with abnormally blinking light activity. Troubleshooting device by eliminating solenoid and row board cable but was unsuccessful. The fse powered off device and decided to replace drawer retractor band, reinstalled all cables back on drawer. Rebooted station and ran test application. All tested successfully. The report was closed. During dchu visual inspection: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. During dchu testing: pn 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint drawer unable to close was due to short between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and compromised the drawers proper functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. As per the part investigation, it was determined that the issue was due to a short circuit between adjacent copper strands of the assy retractor dwr hh cubie,which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to close. The field service engineer (fse) found that the main full-height drawer 4 was not able to open. The fse inspected the back of the drawer and saw broken screws on the latch mount assembly. The device was powered off, the drawer was removed from the cabinet, and the latch sensor mount assembly was reinstalled back to the chassis. The drawer was reconnected, and the station was rebooted. The fse observed abnormal blinking light activity on the full-height drawer controller board. Troubleshooting was performed by eliminating the solenoid and row board cable, but this was unsuccessful. The device was powered off again, and the fse decided to replace the drawer retractor band, reinstalled all cables on the drawer, rebooted the station, and ran the test application. All tests passed successfully. The station was rebooted, and the user was able to access and recover the main full-height drawer 4. All tests were confirmed as okay. Field service preventive maintenance was performed, and inspection/calibration passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.